Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when screwing the lead, the sheath's head could not be fixed to the his bundle and displaced so the lead could not be fixed. The lead was not implanted. No patient complications have been reported as a result of this event.